Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted through an external telemetry monitor that the left bundle branch area pacing (lbbap) lead was capturing intermittently. Chest x-ray confirmed that the lbbap lead had dislodged into the right ventricular (rv) apex. The lbbap lead was reported to be sensing appropriately. The lbbap lead was subsequently explanted and replaced. The patient was asymptomatic and was later discharged.